Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with broken bearings and corrosion on the driveshaft. The nose cone, bearing stop, and bearings were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no pt or user injury, and it was reported that the case was completed successfully with another device.